Manufacturer narrative:
The customer reported that one uninterruptible power supply (ups) failed on their newly installed central nurse's station (cns). The customer also reported that prior to going down, their cns displayed a "battery fault warning". No patient harm or injury was reported. The customer will be receiving a new ups in an attempt to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns and is the device that experienced the failure: ups- model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that one uninterruptible power supply (ups) failed on their newly installed central nurse's station (cns).

Event description:
The customer reported that one uninterruptible power supply (ups) failed on their newly installed central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the uninterruptible power supply (ups) failed on their newly installed central nurse's station (cns). The customer also reported that prior to shutting down, their cns displayed a "battery fault warning" message. No patient harm or injury was reported. The customer was provided with an exchanged ups to resolve the backup power issue. Service requested / performed: troubleshooting. Investigation summary: due to the unavailability of the device, visual and functionality evaluation could not be performed. Per manufacturer's manual, the batteries are designed to last from 2-5 years, but their actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the ups operates. The ups is intended to be used as a back-up power source in case the ac power is interrupted and is not meant to be used as a stand-alone power supply. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory and not an nk device malfunction / deficiency. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni. Serial #: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.